Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not obtained.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. As such, surgical intervention may take place at a later date to address the issue.

Event description:
The patient¿s ipg was replaced on 9nov2020. Therapy was restored post-operative.

Manufacturer narrative:
Additional information a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.